Manufacturer narrative:
This a follow up to emdr (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Later, reported "grade IV capsular contracture". Device was explanted and replaced. This record is for the right side.

Manufacturer narrative:
Correction to h10 - related report numbers and h11 - additional mfg narrative: the initial report noted "(B)(4)" in h10 and stated, "this a follow up to emdr (B)(4)" in h11. Please disregard these as they were incorrectly noted. There is no previous report for the device in this record. The medwatch submitted on 13/may/2025 under this mrn, 9617229-2025-07827, was the first time a reportable event was indicated for the patient's right-side device. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed an opening, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Later, reported "grade IV capsular contracture". Device was explanted and replaced. This record is for the right side.